Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. There was a deployment issue with the delivery system. The delivery system outer shaft was kinked/buckled. Blood was observed on the recapture cone of the delivery system. The analyst noted a partial delivery system was returned with the device intact with the tether and not recaptured in the device cup, the tether was cut, there is a knot in the tether, the tether pin was not returned. The outer shaft is kink/buckled at 15.2 cm from the distal end of the delivery system. The tether is knotted at the distal end of the delivery system. The tether was cut at the black mark on the tether to remove the device from the tether. Articulation could not be performed as only a partial delivery system was returned. Deployment could not be tested as only a partial delivery system was returned along with the knot in the tether. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the tether on the delivery system was cut but resistance was felt when trying to remove it. The delivery system was removed and it was noted that there was a knot in the tether near the ipg. A new delivery system was used for implant. No patient complications have been reported as a result of this event.